Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was oversensing and high impedance of 2000 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary no anomalies found; full lead returned. There is only one set of setscrew marks on the is-1 pin and it is too proximal, indicating that the lead was not fully inserted into the device. It was reported that the patient received inappropriate shocks due to noise on the lead. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was oversensing and high impedance of 2000 ohms. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications operational context contributed to event impedance, high interference oversensing shock, inappropriate.